Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist stated that the issue had been resolved when assigned to the case and the issue happened in the past. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufacturer details were kept blank since the given asset information was found to be es small server s/w only <15 mains.

Event description:
It was reported by the customer that a pyxis medstation es multiple patient's details were not showing. The customer stated that the malfunction occurred prior to the user trying to issue the medication to the patient. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.